Manufacturer narrative:
MFR report date 06/23/1998. The pump was not returned to the MFR for evaluation. A MFR technician downloaded the error and event history logs. It was observed that the instrument factory seal was broken. The MFR verified through the instrument logs that channel b malfunctioned, and alarmed error code 207 and channel c alarmed 307. These malfunctions are channel specific malfunctions which occur when there is a motion sensor error. Service bulletin 420 has been impemented to reduce the occurrence of x07 (i.e. 107,207,207) malfunctions.